Event description:
Three and a half months being treated with 3 cypher stents, thrombus was found in each stent.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment of two-vessel disease. First treated was a de novo lesion in the distal left circumflex of 30mm in length in a 2.5mm vessel diameter at a bifuration. The (b1) concentric lesion was also calcified. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atm before deploying one 3.0x33 mm cypher at 6 atm. Post-dilation was conducted with a 2.5x15mm balloon at 18atm. Ivus was conducted. Timi iii flows were recorded pre and post-procedure, respectively. Residual diameter stenosis measured 0%. Act measured 303. Three days later, a second procedure was performed. A chronic total occlusion lesion (after unknown bare metal stent) in the proximal to distal left anterior descending artery (lad) of 50mm in length in a 2.5-3.0mm vessel diameter at a bifurcation. The (type c) lesion was also called calcified. Pre-dilation was conducted with a 2.5x15mm balloon at 12 atm before deploying two overlapping stents. First deployed was a 3.0x33mm cypher at 6 atm, followed by a 3.0x33mm cypher at 16 atm. Post-dilation was conducted with a 2.5x15mm balloon at 20 atm. Ivus was conducted. Timi flows were 0 pre-procedure and iii, post-procedure. Residual diameter stenosis measured 0%. Act measured 327. Approximately 3 1/2 weeks later, the patient was hospitalized with heart failure. Tracheal intubation was conducted and an intra aortic balloon pump (iabp) was inserted. Coronary angiography was conducted as ivus. Thrombus was observed inside of all three cypher stents. Aspiration and poba were conducted to treat the thrombus. To treat residual diameter stenosis in the proximal to distal lad, a duraflex bare metal stent was implanted in the initially placed cypher stents. The patient was reported to be in stable condition following the procedure. Please note this product is not distributed in the united states. However, it is similar to the united states distributed product. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three products used in the same procedure that were reported under the following manufacturing numbers 9616099-2006-01041, 9616099-2006-01042 and 9616099-2006-01043.